Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged suture anchor corkscrew® (part no. Ar-1928sf-2-1), batch 15416218, was received for investigation. Visual inspection noted: blue sutures were knotted. The anchor exhibited gouging and shear marks. Functional testing was not performed due to the observed damage. The method used to prepare the bone and the bone quality encountered during the procedure were not provided. The most likely cause can be attributed to improper bone preparation, misaligned insertion, or prying/leveraging the device during use. The marks on the threads could be consistent with pullout. Complaint allegation is confirmed. Refer to the investigation photos for details.

Event description:
It was reported that during a rotator cuff repair surgery the implant fell out of the bone during suture tightening. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.